Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 600 mg/dl. Customer was hospitalized to treat hyperglycemia. Customer did not believe that the hyperglycemia was because of the insulin pump. Troubleshooting was declined by the customer. It is unknown whether the pump was used within the 48 hours of the reported event or not and smart guard/auto mode status also unknown. No further patient complications were reported. The device will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.